Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-apr-2026, a sales representative reported via email that a flipcutter iii from an ar-1288btbib-fc3 tightrope ii btb-ib implant system broke during intraoperative drilling. The broken pieces were retrieved. The procedure was completed using a different flipcutter without further issue. The event was identified during the procedure on (B)(6) 2026, and no patient harm was reported. Additional information was received on 29-apr-2026: the ar-1204ff flipcutter iii from the ar-1288btbib-fc3 tightrope ii btb-ib implant system was used during an acl reconstruction procedure. The break was limited to the device's shaft. An alternate ar-1204ff flipcutter was opened and used to complete the procedure. All detached components were retrieved from the patient, resulting in a 5¿10-minute procedural delay.